Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that 3 days post-op t&a procedure in which an ent coblation wand was used, a patient with down syndrome presented to ER for pth. Patient was brought to the or for cautery at which time was found to have necrotic tissue in the left tonsillar fossa. Patient was given IV antibiotics and antifungals. Tissue culture demonstrated mrsa, provotella and candida. It was reported that the patient has recovered.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states the review of the crf did not provide any insight into the reported issue of ¿pth and necrotic tissue in the left tonsillar fossa¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported pth, tissue necrosis and additional surgery with antibiotics/antifungals treatments is not anticipated, as it has communicated, ¿the patient the patient has recovered.¿ therefore, no further clinical/medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.